Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrent and worsening stress urinary incontinence, painful sexual intercourse, and uti's. No further information has been provided.